Event description:
It was reported that the patient experiencing chest twitching presented to the emergency room. Upon interrogation, it was noted that the r-wave amplitude had dropped and intermittent loss of capture was noted on the right ventricular lead. A chest x-ray confirmed lead dislodgement. The physician tried to reposition the lead but was unable to extend it. The lead was extracted and replaced. The patient was stable during and post procedure.

Manufacturer narrative:
The damage found was sustained during procedure. The lead was otherwise normal. Should also have been adverse event. Event date should have been (B)(6) 2017 rather than (B)(6) 2017.